Event description:
It was reported post implant of an adjustable gastric band a leak was detected by the surgeon. The band was replaced with same like product without any patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.